Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle failed to retract during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: DHR review for batch 6242921 (p/n 305270): manufacturing dates: 09/15/2016 to 09/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6242921 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one open shelf carton of 3ml integra sealed packaged syringes was received by bd (B)(4) and confirmed to be from batch #6242921 (p/n 305270). The samples were visually evaluated. Thirty syringes were randomly selected. The syringes were removed from the sealed package and activated to test needle retraction. All syringe needles retracted as expected. No defects were observed. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.